Event description:
A surgeon reports that five years following intraocular lens (iol) implant surgery, a pt reported blurry vision. The pt's va decreased from 20/25 to 20/26. Upon examination of the lens, the surgeon observed a large amount of glistenings. The pt does have posterior capsular opacification (pco) but the surgeon does not feel this is a contributor to the decreased visual acuity. Additional info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provided a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info was requested on 07/23/2009, 07/27/2009, 07/30/2009, 07/31/2009 and 08/05/2009 by fax, mail and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 08/14/2009.